Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient with bilateral cia aneurysms underwent evar on (B)(6) 2014. Final angio showed what appeared to be a porosity issue with the left iliac limb. Contrast appeared to diffuse out of the graft material. Junctions were re-ballooned. The catheter pulled was into the limb and contrast was injected. Contrast again appeared to seep out of the limb. Another zenith flex with spiral-z technology was used to reline the limb. Device was ballooned and a new contrast injection was done. There still appeared to be a very small leak (possibly a type ii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.